Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check supply line alarm during the setup on the homechoice machine(hc). The home patient(hp) stated that she changed out the tubing but not the bags. The technical service representative(tsr) explained that the setup was compromised by doing that and to change out all supplies when restarting the setup. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.